Event description:
(B)(6) reported experiencing pump malfunctions, mentioning that her pump was out of warranty and she was waiting for a replacement. There was no reported impact on her blood glucose level. Technical support attempted to contact her but was unable to reach her and planned to follow up again on (B)(6) 2025.